Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that log file review showed a pump stop on (B)(6) 2022. The log also captured 2 low speed advisories on (B)(6) 2022 while the patient was connected to the power module. The patient had a known short to shield (sts) and had been using an ungrounded cable only. The log file captured a few unsustained power and flow elevations on (B)(6) 2022. It was later reported that a percutaneous lead distal end replacement was performed on (B)(6) 2022. The repair was performed about 4 inches from the exit site. No alarms were observed on the ungrounded patient cable following the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline identified a compromise in the driveline that could have contributed to the reported pump stop and low speed event. Evaluation of the submitted log file confirmed the reported pump-stop. The submitted log files captured a pump stop on (B)(6) 2022 at 08:49:41 while the patient was supported by the power module. The pump stop was accompanied by low-speed events as low as 0 rpm and low flow hazards. An additional low speed event of 8740 rpms was captured on (B)(6) 2022 at 20:40:06. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline which was confirmed through the evaluation of the returned driveline. The submitted x-rays of the patient¿s internal and external portions of driveline identified several areas of potential damage on the external portion of the driveline. The remainder of the driveline appeared unremarkable. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 0.5-5¿ from the metal connector. A tear in the outer silicone jacket was observed 2.75¿ from the metal connector. The bionate layer was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 3¿, 4¿ and 12.5¿ from the metal connector. Visual inspection of the wires confirmed breaches in the insulation of the brown and orange wires adjacent to and 2.75¿ from the metal connector, respectively. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown and orange wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the brown and orange wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU),, rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.